Event description:
It was reported that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique, which was further described as the pt did not clean the exchange area, prior to starting pd. Subsequently, the pt experienced peritonitis and was hospitalized for the event on the same day. However, neither the treatment nor the concomitant therapy were reported. Three days later, the pt was discharged from the hospital. On an unreported date, the pt had recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, which was reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.